Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for 5 minutes the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No evidence of damage was observed on the bottom housing or e-seal. Inspection of the pod download data revealed that the pod successfully completed both priming sequences, delivering a total of 810 pulses before deactivation. No evidence of damages or malfunctions were observed during inspection of the needle mechanism components. The device functioned as intended.